Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. No alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 514 mg/dl at the time of incident. Customer declined troubleshooting. The insulin pump will be returned for analysis.